Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported that the the clips scissored and were falling off of the cystic duct. Another device was used to complete the case. There was no consequence to the patient.